Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Evidence for the reported problem "shutdown" was found through the event history log review by the presence of "improper shutdown!" On the final days of customer use in the log; however, it cannot be determined if the alarms are user induced or due to device malfunction. Evaluation was unable to reproduce the reported symptom. The device was able to power on and off without issue. The device was found to function with relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shutdown without user input. There was no patient involvement. No additional information is available.